Manufacturer narrative:
Additional information b5: medtronic received additional information that only one oxygenator had an issue. They cut the line to put the cannula. The conditions of this event could have led to bleeding disorder. There was no blood loss. Correction h6. Device codes (fdd/annex a): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to d.4: an additional review of the event was conducted, and the lot number was updated to ¿unknown¿ since the device was not returned. The previously reported lot information was related to the custom tubing pack in which the device is included. H.4: device manufacturing date updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during extracorporeal circulation with a fusion oxygenator, when the device was debubbled there were no abnormalities. But when the surgeon cannulated the aorta and connected the cannula to the arterial line, drops were observed on the ground. The device was replaced and there was a potential rupture of sterility with contamination of different compartments including blood, gaseous, and thermal areas, volume loss, a decrease in the capacity of the membrane to carry out gas exchange, and a bleeding disorder. As a result, the circuits were changed. There was no patient impact associated with this event.